Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6), a patient was to be implanted with 7 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left common femoral artery dissection. The viabahn device was advanced to target lesion via 8f barty sheath. The physician deployed the deployment line. The stent was stuck and couldn't deployed. Another viabahn device with same size was utilized to complete the procedure.

Manufacturer narrative:
Update h6: c19 - the reported stuck deployment line was confirmed as the device was returned partially deployed and deployment difficulty was noted during evaluation. Deployment could not be completed with traction at the knob following observed catheter deformation. No cause could be identified concerning the observed difficulty. Deployment was ultimately resumed with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Damage observed on the returned device, including an outwardly bent strut and exposed terminating wire, was not found to coincide with the location of deployment cessation nor impact deployment performance. Neither the timing of occurrence nor cause of the damage could be independently confirmed. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.